Event description:
It was reported that the patient had never heard sounds coming from the implantable neurostimulator (ins). The patient was however hearing a ¿tick tack sound¿ coming from the right ins every morning and evening. The ins was checked and the data showed the ins was off and longevity was ok. When the physician turned the ins on, the ¿tick tack sound¿ became louder. There was no injury to the patient. Approximately a week later, it was reported that the patient¿s condition became better after the device was turned on. Treatment was reportedly good. After communication with the physician, replacement of the ins was scheduled for (B)(6) 2014. The following day, it was indicated the device was explanted. This information was also reported on patient's other implantable neurostimulator (ins) in regulatory report # 3004209178-2014-04926.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Approximately two weeks later, it was reported that a cell phone was used to record the ¿tick tack¿ sound. No amplification of the sound was done but it was clear from under the skin. The reporter stated that the sound did not fade in and out but was due to movement of the microphone. It was further stated that there was no ¿significant time schedule¿ to the occurrence of the sound. In the beginning, the sound was heard at night, and for a while, was heard in the morning as well. The recording was reportedly done at noon. Additionally, the sound did not occur in a particular position. There were reportedly no appliances or equipment that was present at the time the sound was heard. The reporter stated that it couldn¿t be confirmed if the sound was coming from one side, but the sound from the right side was louder than the left. There was no clicking sound with the replacement devices. It was reported five days later that the programmed settings for the device was 0+,2- and 4+,6- at 3.5v, 60 hz and 145ms. It was unclear if this was the setting for when the device was giving good therapy or during the ¿tick tack¿ sound. The settings were turned down to 0 during the replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The device was received with the rate set at 2 hz. The low rate setting coupled with how the sound was recorded (using a cell phone) could have been a function of how the phone was de-modulating the signals from the ins. The sound heard was the modulation of the frequency signals that are in the am bandwidth. The devices were milled open and the internal hybrid and battery were photographed to show that there are no moving parts inside of the ins to make a sound. The device functioned properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.